Event description:
It was reported that since the last refill, the pt was feeling more groggy and experiencing a metallic taste in her mouth. There were no alarms. The correct concentration, drug and dose were programmed. Per the reporter, all things pointed to a normal battery and of life; however, the pt "feels like" the cause for pump replacement may be something other than normal end of life because they "have only had this pump for five years".

Manufacturer narrative:
(B) (4): metallic taste.